Event description:
This lead was implanted in 2004 and remains implanted until this time. It was noted on (B)(6) 2013 that the patient was in for 6-month follow up because of rising thresholds. Since her pack change in 2011, thresholds have increased quickly on the v lead and impedance has dropped significantly. Upon threshold testing of v lead, loss of capture was noted at 5.5v at 1.0ms. The patient will be given a new lead and possible pack change next week. At pack change her threshold was already quite high. The physician was dr. (B)(6) at (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).